Event description:
This spontaneous case describes the occurrence of pelvic pain ("constant pain, pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2013, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria disability and intervention required), abdominal pain ("abdominal pain"), fatigue ("extreme fatigue"), infection ("recurring infections"), arthralgia ("joint pain"), myalgia ("muscle pain") and gastrointestinal disorder ("gastrointestinal problems"). The patient was treated with surgery (removal of the uterus). Essure was removed. At the time of the report, the outcomes for pelvic pain, abdominal pain, fatigue, infection, myalgia and gastrointestinal disorder were unknown. No causality assessment was received for essure with regard to pelvic pain, abdominal pain, fatigue, infection, arthralgia, myalgia or gastrointestinal disorder. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ("constant pain, pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2013, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria disability and intervention required), abdominal pain ("abdominal pain"), fatigue ("extreme fatigue"), infection ("recurring infections"), arthralgia ("joint pain"), myalgia ("muscle pain") and gastrointestinal disorder ("gastrointestinal problems"). The patient was treated with surgery (removal of the uterus). Essure was removed. At the time of the report, the outcomes for pelvic pain, abdominal pain, fatigue, infection, myalgia and gastrointestinal disorder were unknown. No causality assessment was received for essure with regard to pelvic pain, abdominal pain, fatigue, infection, arthralgia, myalgia or gastrointestinal disorder. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2022: quality safety evaluation of product technical complaint. 02-nov-2022: ha reference number ((B)(4)) added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.